Manufacturer narrative:
The service rep reseated board and connection, flashed and reloaded configuration files. The system operates as intended.

Event description:
It was reported that the 2800 system would not fully boot. No pt injury.